Manufacturer narrative:
Alternate telephone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported patient experienced a bloodstream infection. The cause of the event was unknown. It was not reported if the patient was hospitalized for the event. At the time of this report, treatment for the event and patient outcome were not reported. No additional information is available.

Manufacturer narrative:
Correction: the reported product is an unknown baxter extension set additional information: the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.